Event description:
This device was used for a few minutes on the patient before it was reading an error on the machine. The cord was changed but still would not work. The disposable device was changed and the instrument worked again. No harm was noticed to the patient.